Event description:
It was reported the rapid pacing door will not stay on, and the top case is cracked. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the upper case was broken. It was also noted that the lower case was broken and contaminated, the heartwire block, battery drawer, two side bail covers, battery drawer o-ring, heartwire contacts, battery contacts, two side bails, battery flex, heart lead flex and interconnect flex was contaminated and the ring was bent.